Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is air detector sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. Email is: (B)(4).

Event description:
It was reported that the device exhibited an alarm for? Air in line'. Per the reporter, the patient did not see any air in the line. Troubleshooting was performed but the alarm persisted, and the pump showed, cannot start pump with air in line while prime tubing'. Per the reporter, the patient then stated that air was now visible. The pump was powered off. Per the reporter, there were no patient adverse effects.

Manufacturer narrative:
Other, other text: d3, g1,2 email is: regulatory.responses@icumed.com. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.